Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. Subsequently the pump shut down and reportedly would not charge when connected to a computer. Customer reported an elevated blood glucose level of 250 (mg/dl) and contacted tandem technical support to address reported issue. During troubleshooting with tandem technical support, customer was advised to plug pump into a power outlet and pump successfully charged.